Event description:
It was reported that the device exhibited an alarm for ¿air in line¿. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, damaged dso seal, damaged air detector, bubbled uso seal, and a corroded battery compartment. An 'air in line' alarm was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the faulty air detector was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.